Event description:
It was reported that during a cardiac ablation procedure, ventricular fibrillation occurred on the first and second radiofrequency (rf) lesions of the cavotricuspid isthmus (cti) line, necessitating defibrillation each time. The procedure was switched to pulsed field (pf) ablation for the remaining lesions on the cti line, which proceeded without further issues. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 ablation catheter with lot number 0230018839 was returned and analyzed. During external visual inspection, no visible defects were seen. The catheter was functionally tested with test capital equipment. Testing for radiofrequency (rf) and pulsed field ablation did not show any errors and temperatures appeared normal. Mapping was able to be completed with the catheter as well. Cirris tester was used to run the shorts and mapping tests and the device had passing results. Breakout fixture was used but no shorts to the braid were identified. The clinical issue occurred during the procedure. There is no indication of a relation of the adverse event to the performance or a malfunction of the product. In conclusion, the catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.